Event description:
It was reported, the pt exhibited abdominal pain and spasms post-operatively after her scs system was implanted. The pt was admitted to the hospital for pain control. Follow up info identified an sjm representative met with the pt and reported the pt's issues have resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.